Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed chronic total occlusion lesion was located in a calcified and severely tortuous left circumflex. The lesion was predilated with an unknown 1.5mm balloon. The physician attempted to dilate the lesion with the 2.0x20mm quantum maverick balloon. On the first inflation the balloon ruptured. The balloon only inflated partially. It is unknown to what atmospheres the balloon was inflated to. The balloon was removed intact. The patient was asymptomatic when the balloon ruptured. The procedure was completed with a different device. The patient's status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4).